Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked. During investigation, the kink did not prevent fluid from flowing down its intended fluid path. The downloaded data did not show any timeouts or drive stalls that could indicate a failure of the device to deliver insulin. No other damages or defects were observed that could affect insulin delivery. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 20 mmol/l (360 mg/dl). The pod was worn on the patient's arm for between 37 and 48 hours. As treatment, a new pod was applied and a correction was delivered.